Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they felt like stimulation was off because they couldn't feel it and they had a return of symptoms. The patient reported they were getting the poor communication screen on the patient programmer. They reported they had never had trouble connecting to the ins prior to their fall. They also reported their ins zapped them when they went into a store and were going through the security gate at the main doors. The patient was redirected to their healthcare provider to have their ins interrogated due to the fall. The patient described this as a sudden change in therapy/symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient repeated previously documented information and explained their reason for the call was to see if they could replace their programmer to resolve the issue of poor communication screen with and without the antenna. The patient reported that they were in extreme pain again and they could not get in to their managing healthcare provider until (B)(6) 2019. When asked for a date the pain first started, the patient answered if had probably been a couple of weeks now but it was getting worse, they had been taking tylenol and ibuprofen but none of the medication was touching the pain. The patient was sent a replacement programmer. No further complications were reported.